Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the set replacement pre-pump line leaked from the joint near the luer connector. The replacement pre-pump line is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "liquid leakage" was observed from an unspecified location of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.